Manufacturer narrative:
As reported, the capsure device fastener was getting caught to the mesh and failed to fixate. The sample was not returned for evaluation and multiple attempts have been made requesting additional information, with no response to date. There are multiple potential reasons which can cause the reported failure mode to occur. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Also "if the device locks and cannot be separated from a fastener that has been deployed into mesh and/or tissue, rotate the device counterclockwise to free the fastener from the tissue and/or to free the device". Addendum: this supplemental MDR is submitted to document the results of lot sample evaluation and additional information provided. Evaluation of the unused lot devices cannot assist in determining the root cause. Eight lot devices were returned in unremarkable condition. A failure to fixate was not reproduced during functional testing of the returned devices. Without the original sample to evaluate, a root cause or a probable root cause cannot be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fastener was getting caught to the mesh and failed to fixate. There was no patient injury. Addendum: it was reported that the surgeon altered the technique to complete the procedure and was cautious when using the applicator.

Manufacturer narrative:
As reported, the capsure device fastener was getting caught to the mesh and failed to fixate. The sample was not returned for evaluation and multiple attempts have been made requesting additional information, with no response to date. There are multiple potential reasons which can cause the reported failure mode to occur. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Also "if the device locks and cannot be separated from a fastener that has been deployed into mesh and/or tissue, rotate the device counterclockwise to free the fastener from the tissue and/or to free the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fastener was getting caught to the mesh and failed to fixate. There was no patient injury.